Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation but does not reflect the alleged device. Confirmation of the allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported.